Event description:
A call center ticket was logged noting a defective etco2 module. No patient involvement was reported.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.